Event description:
It was reported by the customer that during routine inspection, the cardiosave intra-aortic balloon pump (iabp) device is unable to power up. There was no patient involvement reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that after connecting to ac power, the ac power indicator lit up, but the charging indicator did not. The battery charge indicator did not light up, indicating the battery was dead. The main unit was disconnected from the cart and reinstalled; charging was confirmed to be normal, and the device powered on successfully. The charging function was confirmed to be normal. Safety and functionality tests were conducted, and all parameters met factory specifications. No fault logs available.

Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.